Manufacturer narrative:
Note: product reference 4430433 is not cleared for sales in the USA, but it is similar to the product reference 5430433 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected during production. No other complaint has been reported on the access port batch sold since november 2017. Investigation: the evaluation of the involved device show that the catheter rupture happened at the level of the connection, under the connection ring. This part of the catheter is protected by the connection ring during the implantation period. The rupture facies is partially clear cut and shiny. This damage was probably done by a sharp object. Dimensional measurements: all the measurements are compliant with the specifications. No visible manufacturing defect was detected on the returned device. Conclusion: a part of the rupture facies is clear cut, probably done by a sharp object. No manufacturing defect was detected on the returned device. The rupture occured under the connection ring, only few weeks after implantation. According to the above mentioned information and in view the location of the rupture, the most probable root cause seems to be due to the extension of catheter damage done during the implantation procedure with a sharp object.. It is worth noting that the f silicon catheter is a thin catheter. It should be manipulated with care. As a rare incident (complaint rate <0,003%), no corrective action is envisaged.

Event description:
Catheter cracking. A surgical procedure to remove the port was necessary.